Manufacturer narrative:
Evaluation summary: no data regarding product identity (i.e. No lot or serial number) was received for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned; therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Birnbaum f. Acquired corneal neuropathy and photoallodynia associated with malposition of an ex-press shunt. J glaucoma. January 2017. 26: e19-e21. (B)(4).

Event description:
A literature report, entitled "acquired corneal neuropathy and photoallodynia associated with malposition of an ex-press shunt", presented the case of a patient who developed progressive bilateral photoallodynia and corneal neuropathy following bilateral trabeculectomy with mitomycin c with implantation of glaucoma filtration shunt procedures. It was noted that the patient underwent anterior chamber reformation and bleb revision in the left eye two weeks following implantation of the glaucoma filtration shunt for hypotony causing a flat anterior chamber, and subsequent implantation of another manufacturer¿s glaucoma implant in (B)(6) 2011 after failure of the trabeculectomy bleb. It was also noted that the patient underwent implantation of another manufacturer¿s glaucoma implant in the right eye in (B)(6) 2013. The patient was referred for corneal evaluation in (B)(6) 2014 for a nine-month history of progressive bilateral photoallodynia. The patient complained of 6/10 eye pain with lights (photoallodynia) indoors, which escalated to 10/10 outdoors. Sunlight caused excessive tearing and blurry vision. Laser confocal microscopy of the cornea showed the presence of neuromas, decreased nerve density, and a significant increase of dendritiform immune cells, particularly in the area of the superior cornea, consistent with corneal neuropathy. It was noted that this observation was made without clinically significant ocular surface disease. The patient was prescribed topical corticosteroid drops four times daily, autologous serum tears eight times daily, an oral pain medication to be taken at night, and another oral pain medication to be taken three times daily. The patient reported mild, temporary relief after initiation of autologous serum tears. After three months, his photoallodynia improved subjectively by 20%, however it started to worsen again six months later. At this point, prominent conjunctival vessels were noted overlying the site of the other manufacturer¿s glaucoma implant and the glaucoma filtration shunt. Because initial treatment with steroid pulse therapy did not result in decreased inflammation or symptomatic improvement, the patient subsequently underwent surgical removal of both glaucoma implants from the left eye. It was noted that the shunt was found to be erroneously positioned in the peripheral cornea at the time of surgical removal. It was suspected that the shunt had been inserted anteriorly during the original surgery, given the architecture of the scleral flap, which extended into clear cornea. One month later, the patient¿s photoallodynia dramatically improved by approximately 40% subjectively in the left eye and laser confocal microscopy showed increased nerve density and improved inflammation. Because of significant improvement in the left eye, the patient has recently undergone removal of the glaucoma filtration shunt with posterior repositioning of the other manufacturer¿s glaucoma implant in the right eye, where the glaucoma filtration shunt was again noted to be similarly positioned. It was observed that the other manufacturer¿s glaucoma implant tube was inserted immediately posterior to the limbus where it was at risk of tube exposure but less likely to have been a contributing factor in the patient¿s corneal neuropathy. In addition, the photoallodynia began bilaterally one month prior to insertion of the other manufacturer¿s glaucoma implant in the right eye. It was also noted that the patient¿s corneal pain began in both eyes within months of each other, approximately three years after insertion of the glaucoma filtration shunt in the left eye and two and a half years after insertion of glaucoma filtration shunt in the right eye. There are two medical device reports associated with this event; this report is associated with the left eye.